Event description:
It was reported that the customer was hospitalized twice in february, and she had called on both occasions for appropriate troubleshooting. Offered any further assistance and the customer declined. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.